Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable alb2 albumin gen.2 and tp2 total protein gen.2 results for one patient from different samples with cobas 8000 c702 module serial numbers(B)(4). The reporter stated the patient¿s albumin level has been slowly declining over the past few days with total protein levels increasing slightly. The customer suspects an interference as the results do not match the clinical picture of the patient. Sample (B)(6): tested on serial number (B)(4). The initial alb result at 11:31 was 4.5 g/l. The repeated result at 12:12 was 4 g/l. The second repeated result at 13:57 was 3.9 g/l. The third repeated result at 14:46 was 4.6 g/l. The tp result was 71.5 g/l. Sample (B)(6): tested on serial number (B)(4) (initial result) and (B)(4) (repeated result) the initial alb result at 19:54 was 3.4 g/l. The repeated result at 22:00 was 4.1 g/l. The tp result was 73.3 g/l. Sample (B)(6): tested on serial number (B)(4). On (B)(6)2021, the alb result was 3.7 g/l. The tp result was 70.8 g/l. The questionable albumin results were not reported outside of the laboratory. It is unknown if the questionable total protein results were reported outside of the laboratory. This medwatch is for tp. Refer to the medwatch with patient identifier (B)(6) for the alb assay.

Manufacturer narrative:
No further information was provided. The investigation did not identify a product problem. The cause of the event could not be determined.